Manufacturer narrative:
Investigation: the complaint was investigated for an error message with the z6ms transducer. The transducer was returned, and an investigation was performed. The system error was reproduced during investigation. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing and prior to the start of a transesophageal echocardiography (tee) study, a usacquisition_hw_31 error message was displayed. The system was not rebooted but the user replaced the transducer with another transesophageal probe to continue and complete the study. There was no report of delay in completing the tee. There was no loss of data and there was no patient adverse event reported. No additinal information was provided.